Event description:
A malfunction on the pump was reported by the caller. There was no information provided regarding an impact on the customer's blood glucose level. The customer had not attempted to reset the pump for this malfunction in the previous 24 hours, so technical support provided pump reset information and assisted with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The caller acknowledged and understood these instructions.